Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to begin therapy on adult patient, but the arctic sun device was alerting 01 (patient line open) and 02 (low flow). It also has been priming for 6-7 minutes but the pads did not seem to be filling. Had stop therapy, empty pads, disconnect and reconnect. Verified audible clicks with each connection and all lines straight with no bends or kinks. Restarted therapy and device again continued priming with 0 l/m water flow rate (wfr) then alerted 01/02. Had empty and noted no water in the pads and disconnect pads. Placed in manual control with no pads connected. After a couple of minutes, system diagnostics showed that the water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0psi circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, system hours were 1823 and pump hours were 1625. Device then alerted 41 low internal flow. Walked through disabling manual control and advised sending to biomed labeled 41 low internal flow and swap out to an alternate device. Per follow up information received via task on 20may2026, spoke with biomed who confirmed receipt of device. Requested technical support contact information. They believe it was too soon to complete a full preventive maintenance but wanted to know if repairing parts onsite would be covered by warranty.